Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on coupler unit, the guidepost position of camera head out of standard. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: ¿if the endoscope is not held firmly when the endoscope lock ring is moved towards the camera head, the endoscope could fall off and become damaged. Hold the endoscope firmly when moving the endoscope lock ring.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited that the image was out of standard. There was no patient involvement.